Event description:
In 2001 dr attempted to advance balloon/stent across lesion. Balloon/stent & wire system "sprung out" of coronary artery. Unable to bring stent & balloon back into guide so entire system brought back into entrance in groin. Cook "stone extractor" used to snare stent, and entire system removed from pt's groin.